Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was 300 and 400 mg/dl at the time of the incident. The customer stated that the drive support cap was loose. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error during prime test due to loose drive support disk. The motor was tested outside on the device and passed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.